Event description:
As reported the epicardial lead was capped as the impedance measurements were greater than 2500 ohms and variable capture. Physician decided to replace the epicardial lead with a new lv quadpole lead.